Event description:
It was reported that the screen went black during use on patient and the device displayed the error message hdd failure on screen. The next morning the device powered up without issue. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the service report was provided for further investigation at the manufacturer¿s site. A log file was not available. Based on the onsite device examination, a faulty hard disk drive (hdd) of the cockpit was identified as root cause of the reported issue. Replacing the hdd of the cockpit remedied the issue. The device was tested and confirmed to be operating per manufacturer¿s specification. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detected a failure, the user will be alerted to this condition by an audible alarm. A malfunction of the hdd of the cockpit can cause e.g., a loss of the cockpit performance, a blue/black screen, data loss, a reboot of the cockpit or a cockpit boot issue. In case of a cockpit failure the ventilation would continue independently. Relevant ventilation parameters are displayed on the oled-display of the ventilator. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen went black during use on patient and the device displayed the error message hdd failure on screen. The next morning the device powered up without issue. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.